Event description:
A pt reported experiencing inaccurate erratic results with a surestep enhanced. The pt's blood glucose results were 119 and 43 mg/dl. Tests were done 20 minutes apart with a difference of 67 mg/dl. On another day results were 169 and 112 mg/dl done 7 minutes apart with a difference of 36 mg/dl. Pt did not experience any adverse events. No further info has been reported.